Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture piece inside a winding former was received for analysis. Upon initial inspection of the returned sample, the swage and attachment area were noted as expected. The needle presented possible marks of a surgical instrument. During the inspection of the suture, crushed sections were observed, and the end of the suture was noted to be cut probability caused by a surgical instrument. Additionally, body fluids were found on the strand and some barbs were damaged. The product code sxpp1a400 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide lot number.

Event description:
It was reported that a patient underwent a myomectomy on an unknown date and a barbed suture was used. During the procedure, suture broke when sewing . Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.